Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a mildly calcified lesion (95 percent stenosis degree) in the mildly tortuous mid rca. After predilatation, the orsiro stent system could not pass the lesion. Subsequently, it was attempted to cross the lesion with support of a guideliner, but also not successful. The procedure was finished by using another stent without any complications.

Manufacturer narrative:
Combination product: yes. 11-may-2023: this report was filed on the wrong device. A new report was opened on the correct device, MDR-1028232-2023-02476. Closing this report.